Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received blood glucose was 36 mg/dl. The customer¿s blood glucose when it started was 301 mg/dl. 30 minutes ago she was at 447 mg/dl. Customer feel ok for troubleshoot of high blood glucose. The customer reported treated with a manual injection. The customer was advised that the insulin pump will need to be replaced. No large air bubbles. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.